Manufacturer narrative:
Operator of device replaced.

Event description:
It was reported that the customer went to the emergency room (ER) to treat for a blood glucose (bg) level of 322 mg/dl with ketones. The cause of the bg was unknown but was treated with a bolus. Reportedly, the customer was feeling sick as a result of the high bg. The customer was released from the ER after 6 hours with a bg of 208 mg/dl and in stable condition.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) to treat for a high blood glucose (bg) level of 322 mg/dl. The cause of the high bg was unknown but was treated with a bolus. Reportedly, the customer was feeling sick as a result of the high bg. The customer was released from the ER after 6 hours with a bg of 208 mg/dl and in stable condition.